Event description:
Note: this report pertains to one of two complains that occurred during the same procedure. Refer to MFR # 3005099803-2009-03341 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an egd (esophagogastroduodenoscopy) to mark a tumor in the patient's esophagus, on (B) (6), 2009 ((B) (6)). According to the complainant, during the procedure, the tissue was clipped, using two resolution clip devices, but the clips subsequently fell off inside the patient. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the devices were disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).